Manufacturer narrative:
Concomitant medical products: product ID 97745 serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they could not charge their device and got an error message on screen and their remote was in a frozen state. Pt called pats and was guided to reset the remote and it worked. The issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they got an error code on the controller and patient couldn't capture the details.  Nothing was plugged into the controller when the issue happened. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and controller was at 0% and implant was at 90%. Patient couldn't feel their stimulation and when they inserted the battery they felt a jolt and felt stimulation. Agent advised patient to call back if the issue persisted.